Manufacturer narrative:
Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 1999, the pt complained of a recent back injury. The pt worked as a logger and a limb fell and hit him on his back. The pt was diagnosed with a contusion to his back. On (B)(6) 2009, the pt reported using denture cream, either poligrip or fixodent, and had noticed on television where there had been some problems with this, including neuropathy. The pt stated that he was doing well except for complaints of numbness in his hands, but wanted to "to get checked." On (B)(6) 2009, the pt's copper level was 9 (normal 70 to 155 mcg/dl) and the zinc level was 175 (normal 60 to 130 mcg/dl). On (B)(6) 2009, the pt reported doing better since stopping the fixodent. Assessment included peripheral neuropathy. On (B)(6) 2009, the pt requested to see a neurologist. This case has been upgraded and assessed as medically serious by gsk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. According to medical records, on (B)(6) 2009, the (B)(6) pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. Follow up info was received on (B)(6) 2010 via a tolling agreement. The pt experienced neurological injuries due to the ingestion of poligrip. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2009, the pt complained of worsening bilateral upper and lower extremity numbness and tingling. The symptoms started in (B)(6) 2009. The pt also reported intermittent low back pain. Impression included suspected peripheral neuropathy. On (B)(6) 2009, nerve conduction studies and an electromyogram of the left upper and lower extremities showed a mild left c8 radiculopathy. There was no electrophysiologic evidence for a peripheral neuropathy.